Manufacturer narrative:
(B)(4). The evaluation of the returned device is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual and microscopic inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, clamp function, torque, and integrity of seal surface testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was born on an unreported date in 1970. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a minicap transfer set disconnected from a patient¿s titanium adapter. The issue occurred while the patient was asleep. The following day the transfer set was replaced at dialysis center, and the patient received a precautionary dose of cefuroxime(500mg, single dose, intraperitoneally). However, there was no patient injury indicated at the time of the report. No additional information is available.